Event description:
It was reported that during insertion of the iab, difficulty was encountered connecting the hemostasis device and the sterile sleeve. Since blood was oozing from the connection, the entire assembly was removed and replaced. There were no patient complications.